Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker went into backup vvi mode after failing to complete a cyber security update. The device was programmed by firmware download and restore. No patient symptoms were reported. No other information was available.